Event description:
Arthroscopy of shoulder initiated by surgeon, after insertion of all cannulas, tubing, and camera into the patient, a leak appeared in the arthroscopy tubing at the pump. It was then noted that the membrane site of the tubing at the pump had "blown out" and water was spraying out. This same problem occurred at the initiation of the next procedure. Upon inspection of a previously unopened tubing, a small tear in the membrane of the tubing which is inserted at the pump site was visualized. This tear would contribute to the malfunction of the tubing and could also question the sterility of the tubing. Smith & nephew, andover, ma 01810 us.